Manufacturer narrative:
Device passed displacement test, rewind, and basic occlusion test. Unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor. Motor was tested outside the device and passed. No motor error alarm noted. Scratched lcd window and cracked battery tube threads noted during visual inspection. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump alarmed a motor error alarm. Customer's blood glucose was high. Device was not delivering insulin. Device was able to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.